Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient's left side device appears to have shifted. There is a hematoma from a trauma to the area of the implant. Surgery was planned to evacuate the hematoma and attempt to re-position the device.

Event description:
The recipient's left side device shifted from its original position. There was hematoma from a trauma to the area of the implant. The recipient was not able to wear the audio processor due to swelling and pain at the implant site that did not resolve. The shifting of the device was reportedly caused by the trauma to the head. Re-positioning the device was successfully performed on (B)(6) 2019.

Manufacturer narrative:
According to the information received from the field the concerned device shifted from its original position most likely due to the reported trauma; migration of the active electrode array from the cochlea was reported as consequence of the housing movement. Also, the recipient could not wear the audio processor due to swelling and pain at the implant site that did not resolve. A revision surgery was successfully done to re-position the device and treat the affected area. The device remains implanted and in use. This is a final report.